Manufacturer narrative:
The facility has indicated that none of the bwi equipment malfunctioned and therefore, no servicing is required at this time. The facility also indicated that the single use products will not be returned for analysis. If the products are returned to bwi in the future, a 3500a supplemental will be submitted to the FDA. Concomitant products: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); webster cs catheter with ez steer technology and auto ID, catalog # bd710df282ct, lot # 15363051m; lasso 2515 nav variable catheter, catalog # ln222515ct, lot # 15352464l. (B)(4).

Event description:
It was reported that during an afib ablation procedure, there was a perforation. The physician believes that this occurred either during cardioversion or transseptal puncture. The injury was discovered 5 to 10 minutes after cardioversion when the patient's blood pressure dropped. The physician does not believe that the injury occurred due to rf or any hardware malfunction. The physician used an ice catheter to confirm the perforation and a pericardiocentesis was performed to treat the patient.